Manufacturer narrative:
There has been no further reoccurrence of the issue, and preventative maintenance checks performed after the event indicated that the touchscreen is in conformance. A review of all complaints reported for the subject device did not identify any similar issues. Based on the information available, it was not possible to determine the root cause of the condensation.

Event description:
It was reported that there was condensation in the touchscreen. The condensation grew in size and then gradually disappeared throughout the case. This did have an impact on visibility on the screen.